Event description:
It was reported that while on a vns support (B)(6) page, it was found that a patient was experiencing increased blood pressure. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information f10 adverse event problem, corrected data: initial report inadvertently left out code 'e0623'.

Event description:
The patient experienced an abnormal EKG, low blood filling in their heart and valve issues.